Manufacturer narrative:
(B)(4).

Event description:
The rv lead check flipped from bipolar to unipolar after the patient was slapped on the back hard by a friend. The rv lead recently flipped again from bipolar to unipolar without a known cause. The doctor did postural testing and could not recreate the scenario but is concerned about the set screw. Doctor was advised to perform postural testing and to manipulate the pocket in attempt to recreate events. After each episode of lead check failure and flip from bipolar to unipolar all measurements and values are still in range. Patient will be monitored and the lead remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.